Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of bd nano¿ 2nd gen pen needles clogged during the flow check. The following information was provided by the initial reporter: "consumer reported finding needles clog during the flow check and sometimes injections. Reviewed the non patieint end placement with caller. Long time user. Reviewed prior files with caller. Samples not returned. Caller stated she contacted novo nordisk today with this issue. Using levimer and novolog. They informed its the needles and to use novo needles. She discarded the samples."

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. H3 other text : see h10.

Event description:
It was reported that an unspecified number of bd nano¿ 2nd gen pen needles clogged during the flow check. The following information was provided by the initial reporter: "consumer reported finding needles clog during the flow check and sometimes injections. Reviewed the non patieint end placement with caller. Long time user. Reviewed prior files with caller. Samples not returned. Caller stated she contacted novo nordisk today with this issue. Using levimer and novolog. They informed its the needles and to use novo needles. She discarded the samples".